Event description:
Boston scientific received information that this device had declared middle of life 2 (mol2). There is a concern that the battery is depleting earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Both the right ventricular ring and atrial ring setscrews had non-boston scientific wrench tips stuck in the setscrew slots. The broken wrench tips in the setscrews were induced damage.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
--

Event description:
Information was later received that during the device change out procedure, difficulty was experienced with the setscrews. The right ventricular and right atrial positive setscrews would not retract to free the leads. Several trouble shooting techniques were attempted with no success. When the right ventricular and right atrial negative setscrews were loosened both leads could be removed. Upon inspection of the lead barrels, it was concluded the positive setscrews were never in the down position to engage the leads. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--